Manufacturer narrative:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was 6/18/2021. The returned lens was visually inspected. The lens was returned broken into multiple fragments due to the explant, although no issues were noted. Optical testing could not be performed due to the extent of the damage to the lens.

Event description:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was 6/18/2021.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens has been received and is pending evaluation results.

Event description:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021.